Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported the infinity central station (ics) alerted that the m300+ telemetry monitor was offline. The ics read "discharge" without the patient being discharged. After a few minutes, the ics showed the m300+ online and recording worked immediately. Although the ics operated as intended and displayed an "offline" message alerting the user to the condition, the m300+ beside monitor discharged the patient. Reporting on near incident as patient data that is lost due an unintended discharge could impact patient treatment. In this case, there was no report of adverse patient impact.

Manufacturer narrative:
The nurse readmitted the m300+ monitor back to the ics and the patient had to be admitted as a new patient. Per the device design, when the patient was readmitted, their historical data and trends were lost. Additional information regarding the state of the m300+ monitor at the time of the event, such as if it displayed a discharge message or if the patient¿s live data was still visible was requested but this information was not provided. The ics log files were reviewed and confirmed the reported event. However, the provided m300+ log files were reviewed, and it was found that they did not cover the reported event. The state of the m300+ monitor when it went offline was not able to be confirmed with the available log files, and therefore a root cause for the reported issue could not be determined. The instructions for use (IFU) for the infinity m300+ vg3.0/vg3.0.1 provide information regarding how to maintain logs for investigatory purposes.

Event description:
It was reported the infinity central station (ics) alerted that the m300+ telemetry monitor was offline. The ics read "discharge" without the patient being discharged. After a few minutes, the ics showed the m300+ online and recording worked immediately. Although the ics operated as intended and displayed an "offline" message alerting the user to the condition, the m300+ beside monitor discharged the patient. Reporting on near incident as patient data that is lost due an unintended discharge could impact patient treatment. In this case, there was no report of adverse patient impact.